Event description:
It was reported that during da vinci-assisted sleeve thoracic surgical procedure, site contacted intuitive technical support engineer (tse) to report the monopolar energy was not working and they kept getting a c-34 error. Tse confirmed in the logs that the customer was getting multiple c-34 errors. Prior to calling in the customer replaced the monopolar power cord and instrument, and issue remained. The customer still was able to use bipolar energy. Tse had the customer hard power cycle the erbe and issue remained. The customer was in the process of trying to locate a valley lab force triad bovie and activation cable 371716 when they hung up. The customer contacted back the tse to report that the site had the energy activation cable connected to a force triad and the energy was still not working. The tse found the staff was using activation cable 371715. Tse explained the 371715 cable was for the si system and the staff would need to locate the 371716 cable. The staff disconnected from the line to locate the other cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. Initially, the system powered on without errors and the erbe system was working, without complications for the first few hours of the procedure. The procedure was completed robotically with a different esu/ generator. It was not changed during the case. Site connected a force triad to the back of the robot and were able to complete the case using this method. This process resulted in about a 30¿45-minute delay in the case. The erbe was switched out that night by the field service technician, after the case was complete.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The instrument was analyzed, and the reported failure (c-34 error monopolar coag not working) was confirmed and reproduced or erbe connected to system. Logs could not confirm the fault occurred in the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34/c-33 errors occurred during start-up and c-34 error during mono coag activation) erbe unit that was placed on a system and was run in normal mode.